Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm and that a cartridge alarm 1 occurred. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the events; however, no response was received from the customer. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 535 mg/dl to "high" on cgm. Cause was not known. A manual dose injection was given to address bg.